Event description:
Reporter alleged obtaining the results of 300 mg/dl and 80 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported by a user facility medwatch report that it appears a bolt is coming loose which could possibly cause the brakes not to function properly. Additionally, it was reported that some units have had bolts loosen on the lift housing motor. No adverse events have been reported.